Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however, the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a cycler was having a display brightness problem where the screen was dim during the ready phase, even though the display brightness was set to 10. Rebooting the cycler did not resolve the dim screen. The reported issue was not a result of the supplies. The fresenius technical support representative advised to discontinue use of this cycler and replaced the cycler due to the display brightness problem. At least one full treatment had not been completed with this cycler, indicating an out-of-box failure. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. The new cycler was received there was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.